Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and bench handling without duplicating the report. An internal inspection resulted in no findings. Review of the device data log showed the device recognized that pads were connected and there were no errors going into the event. It is unknown why a valid patient impedance was not detected during the event. Multiple factors outside of a device malfunction can lead to a valid patient impedance not being detected and include, but are not limited to, poor patient prep or environmental conditions. The device later detected the pads were open, not face to face, and were disconnected following the event. The electrode pads from the event were returned but were unable to be functionally tested. Visual inspection of the pads and the connector wire did not observe any damage or defects. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device did not detect the attached electrode pads and failed for high impedance. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.